Event description:
The catheter would not deflect. This was an out-of-box failure. It was removed without incident. ====================== health professional's impression======================ep- equip/supplies/product out-of-package failure equipment/supplies/product defect/suspect failure.